Manufacturer narrative:
The complaint device was not returned, however, a plastic bottle containing formalin and a foreign material was returned. The reported complaint can not be confirmed since device was not returned and there is no evidence that the returned foreign matter was within the cups of the device. This is the only complaint reported related to foreign matter in the cups, additionally no such material could fall off or become entrapped within the device jaws during assembly of the product. A review of the device history record (DHR) was performed; no anomalies were noted. Additionally, a labeling review was performed and no anomaly was found. Should the complaint device or additional relevant details become available, a supplemental medwatch report will be submitted. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the forceps was opened inside the patient there was some kind of foreign material on the needle. The device with the foreign material were removed from the patient and he procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. No device damage was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the forceps was opened inside the patient there was some kind of foreign material on the needle. The device with the foreign material were removed from the patient and he procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. No device damage was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).